Event description:
It was reported that there was a loss of therapeutic effect. This occurred following a fall. The patient experienced three falls: first one in (B)(6) 2014 and his pinky finger was broken, the second one in (B)(6) 2015 after falling out of a cab, and the third one two weeks later when exiting an elevator. The symptoms reported had a gradual onset shortly after the falls. The patient did not relate the falls to the return of symptoms. More recently there was a reoccurrence of symptoms that had a sudden onset. The strength was adjusted after seeing the health care professional (hcp) a couple days prior to the report. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va07k1d, implanted: (B)(6) 2014, product type: lead. (B)(4).